Event description:
Literature was reviewed regarding the use of computed tomography angiography (cta) scans to assess coronary proximity in patients undergoing transcatheter pulmonary valve replacement (tpvr) with self-expanding valves. The study population consisted of 42 patients who underwent cta screening for tpvr. Of these 42 patients, 35 eventually underwent tpvr with either a medtronic harmony tpv25 (n = 24) or non-medtronic alterra (n = 11) self-expanding valve. Among all 35 valve recipients, the authors documented the following post-procedural complications: arrythmia requiring antiarrhythmic medication (six cases), endocarditis (one case), pericardial effusion (one case), and paravalvular leak of unspecified severity (one case). As further described by the authors, four patients were weaned off antiarrhythmics without recurrence of ectopy, while the other two patients remained on antiarrhythmic medication; the single case of endocarditis required surgical removal and replacement; the case of pericardial effusion resolved on its own; and the one occurrence of paravalvular leak remained stable at the two-year follow-up.

Manufacturer narrative:
Citation: barak-corren y, obsekov v, gupta m, et al. Image-derived modeling to assess coronary proximity in patients undergoing tran scatheter pulmonary valve replacement with self-expanding valves. Catheter cardiovasc interv. Published online march 6, 2025. Doi:10.1002/ccd.31469 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.